Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureterolithotomy, while capturing a stone, the basket of a ncircle delta wire tipless stone extractor separated from the device. A laser was being used at the same time as the stone extractor. The separated section of the device was removed from the patient using biopsy forceps. A new device was used to complete the procedure. No section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: it was reported that during a ureterolithotomy, while capturing a stone, the basket of a ncircle delta wire tipless stone extractor separated from the device. A laser was being used at the same time as the stone extractor. The separated section of the device was removed from the patient using biopsy forceps. A new device was used to complete the procedure. No section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned for investigation in an open outer package in a shipping tray. The handle and basket formation were in the closed position. The male luer lock adapter was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3cm. Two kinks were noted in the basket sheath one 5mm and 1cm from the distal tip. The basket sheath was bowed starting at the distal end of support sheath and continuing for 21cm. The handle did not actuate the basket formation. The separated basket was not returned. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to be missing the basket as reported. The distal end of the basket was kinked, indicating the device may have been inadvertently damaged in that location during use, leading to the basket separating. Based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.